Manufacturer narrative:
(B)(4). There was not a sample available for evaluation, therefore, the reported condition could not be confirmed. No assignable root cause could be determined.

Event description:
The customer reported to their baxter sales representative (bsr) to relay report for an interlink t-connector extension set in which the set separated between the first luer and the extension tubing during patient use. They were infusing lipids with an unknown ivion pump. It occurred after an unknown amount of time. There was no patient injury associated with this report. No additional information is available.